Event description:
It was reported that during a follow up, lead dislodgement, loss of capture and loss r-wave sensing were observed. The lead was repositioned successfully. Patient condition during and after the surgery procedure was good.

Manufacturer narrative:
(B)(4).